Event description:
This is a consumer report with supplemental information by a nurse from (B)(6) of external infection, tube rip, and peritonitis in a female patient (B)(6) coincident with dianeal pd4 ambuflex therapy. On an unreported date, the patient began treatment with dianeal pd4 ambuflex (dose, frequency, and lot number not reported) intraperitoneally (ip) for peritoneal dialysis (pd). During a call to baxter customer service, the following was reported. On an unreported date, the patient experienced an unspecified external infection and tube rip, which resulted in peritonitis. On (B)(6) 2011, the patient experienced peritonitis and was hospitalized on the same day. Treatment during hospitalization was not reported. At the time of this report, the patient was recovering from the event of peritonitis. The outcome for the events of external infection and tube rib was not reported. Dianeal therapy was ongoing. On (B)(6) 2011 baxter product surveillance followed up with the peritoneal dialysis nurse (pdn) and received the following additional information. The pdn was not aware of the incident involving a rip in the tubing. The pdn stated the cause of the peritonitis was related to the patient having a cold during therapy and touch contamination. There was no exit site or tunnel infection associated with the peritonitis. The pdn stated that the patient was not hospitalized for the peritonitis (reason unspecified), but did receive remedial treatment for the peritonitis with antibiotics (unspecified). The pdn reported that the patient has recovered from the event of peritonitis. As reported by the pdn, the cause of the peritonitis was a break in aseptic technique and re-training was performed. The nurse reported that the peritonitis was unrelated to dianeal therapy. The nurse did not provide an opinion of causality for the event of external infection and tube rip.

Manufacturer narrative:
(B)(4). The complaint is confirmed due to the use error described in the global pharmacovigilance report; the patient made a touch contamination. No assignable cause could be determined. A review of all batch record documents was performed on the potentially associate lots with no issues noted during the manufacturing process. There were no deviations from standard procedure. Per the labeling review: the homechoice patient at home guide states "use aseptic technique to reduce the chance of infection: when you connect yourself to the cycler, when you disconnect yourself from the cycler, any time you handle fluid lines and solution bags. Contaminating of any part of the fluid path may result in peritonitis, serious patient injury, or death. Peritonitis is an inflammation of the peritoneal membrane, usually caused by infection." The guide warns the patient that, "improper use of the system can result in serious patient injury or death." The manual states, "follow aseptic technique taught by your dialysis center when handling lines and solution bags to reduce the possibility of infection. Always put on a face mask and wash and dry (or disinfect) your hands thoroughly." Baxter has conducted a trend review and found that similar reports have been received for the reported problem. This issue has been escalated to CAPA.

Manufacturer narrative:
(B)(4). As the date of onset of this peritonitis episode is unknown and patients discard supplies after each therapy, the sample was not requested. Should additional information become available, a follow-up report will be submitted. This is report 1 of 2 involved in this peritonitis event.